Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for MDR regulatory awareness date on MDR-01967136 submission. MDR regulatory awareness date - correct date should be (B)(6) 2025.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).